Manufacturer narrative:
The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same cases as: 2134265-2015-01161 and 2134265-2015-01162. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter. When the sled was connected to the motordrive unit (mdu), it was unable to perform an automatic pullback, however, the atlantis¿ sr pro imaging catheter was able to display an image. The procedure was successfully completed by performing a manual pullback. Inspection was made of the the motordrive unit (mdu) with a demo sled. Prior to its connection, the cogs of the motordrive unit were found out to have a motordrive sterile sleeve stuck on it. The plastic was removed and was able to execute an automatic pullback. No patient complications were reported.